Event description:
"(B)(6), surgeon of the hospital, reported via our sales rep that the drills have got stuck in the drilling hulls during a surgery performance. The surgery procedure was completed successfully by using another device without any impairment for the patient."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00160.